Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that following a surgery for pump and catheter replacement (refer to manufacturer reports # 3004209178-2014-22805 and 3004209178-2014-23735), the patient¿s dose was decreased post-operatively and titration to effect was done based on symptoms. It was noted that the patient was sedated and flaccid on a dose of 650 micrograms per day so the physician decreased it by roughly 27%. The patient was discharged home on november 23 and doing okay. The system was used to deliver baclofen.